Event description:
Patient experienced multiple defibrillator firings with complaint of moderate pain and dizziness. Came to hospital via paramedics. Known lead fracture - exchanged. Generator prohylactically changed at same time.